Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. Diffuse lamellar keratitis is a known complication of refractive laser surgery. After lasik, in approximately one percent of the treatments stage 1 dlk occurs (stages 2 and 3 occur at lower frequency). It is a reaction on the surgical trauma and may be caused or intensified by contaminated instruments. The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be determined conclusively. The contributing factors could be sterilization of instruments, surgical techniques, preoperative and postoperative medications. (B)(4).

Event description:
An optometrist reported that a patient presented with diffuse lamellar keratitis (dlk) in both eyes which is worse in the left eye. Doctor stated that they have not had any cases of dlk for ten years so this is concerning for them. Patient is undergoing treatment for dlk. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, symptoms are reported to be almost resolved.